Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: visual examination of the returned device found the saw slots and the cranial hole damaged and deformed for being in contact with other tools over the years. This damage is consistent with normal use and wear over the years of servicing,. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Damaged devices. No surgical delay.